Manufacturer narrative:
The customer¿s complaint of fluid leaked could not be confirmed because the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed the infusion of milrinone programmed to infuse at 0.38 ml/hr was leaking from the microbore tubing where it was connected to a non bd connector while connected to a patient. A quarter size puddle was noticed on the floor. There was no patient harm.